Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as readings did not exceed 500 mg/dl. Technical support guided the customer through several corrective actions, including disconnecting tubing, tightening connections, and delivering boluses to resolve the issue. The resolution involved the customer replacing necessary supplies and resuming insulin therapy.